Manufacturer narrative:
The information related to event has been updated. The updated information has been provided with this report. (B)(4).

Event description:
The customer was disconnected from the insulin pump for more than 48 hours of high blood glucose event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 512 mg/dl. It was unknown weather the customer was using auto mode function at the time of the event or not. The customer stated that, she had high blood glucose and she disconnected from the old insulin pump and was able to treat it. The insulin pump will not be returned for analysis.